Event description:
It was reported that during a renal pta/stenting treatment procedure, removal difficulties were encountered. The physician attempted to pull the stent back into the sheath, but the stent began to flare out. The physician then decided to pull the whole system out as one unit. The procedure was successfully completed using a new express biliary ld pmtd system. The lesion being treated was 80% stenotic lesion in a moderately tortuous renal artery. No pt injuries or complications were reported. Pt status is reported as 'fine'.